Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed power loss. The customer received multiple power loss alarms when the battery was out of the insulin pump for less than 10 minutes. Customer's blood glucose level was 148 mg/dl. The device was not returned.

Manufacturer narrative:
The power loss, low battery and power error alarms were confirmed in the long trace. The pump also had minor scratches on the lcd window, a scratched case and keypad overlay texture damage.